Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. In situ measurements showed affected channels. The clinic has recommended a revision surgery for the right implant side. In addition, the clinic would like to proceed with re-implantation pending review by clinical support.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. No information on possible further steps has been received.

Event description:
Hearing performance with the device is affected. In situ measurements showed affected channels. The clinic has recommended a revision surgery for the right implant side pending review.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device is affected. In situ measurements showed affected channels. The user has been re-implanted on (B)(6) 2024.